Event description:
The svc report shows that the no pressure alarm did not activate within spec. The svc tech inspected the device and adjusted the no pressure alarm circuit to spec. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.